Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was unknown. Customer stated that there was no response from any button. Customer stated that the time clock did not advance. Customer reported that the screen was not completely blank. Customer was advised to remove the battery, however insert battery alarm appeared on insulin pump screen. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan until the replacement insulin pump arrives. The insulin pump will not be returned for analysis.